Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Imrdf code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure on (B)(6) 2026 for treatment of hepatogastric stenosis. During the procedure, the resolution 360 clip was being used to anchor a metallic prosthesis stent (competitor's prosthesis) to tissue and the clip only locked onto the metal stent. It was reported that the clip failed to fire and was removed with the aid of surgical instruments through the process of using an orthopedic plier to cut the external catheter and maneuvering the device to try to release the clip from the stent. It was reported after several attempts of tugging maneuvers, the clip was able to come off of the stent. There were no reported patient complications. The procedure was completed with an alternative device. Note: the complainant reported use of the device to anchor a metallic prosthesis. This use is not described as an intended use in the resolution 360 instructions for use (IFU).